Event description:
It was reported the camera head presented a loose lock screw. This event occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
E1 -(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h6, h11 the device was not returned to olympus for inspection and the reported failure was not confirmed. The device was not returned for evaluation; therefore, a definitive root cause could not be determined. Based on historical data, possible causes include material problems like: degradation. Mechanical problems like: stress or friction; wear and tear. These causes can occur between the camera head components such as controller; cable; cable sleeve; adapter; connector/coupler; knob; mount; ring; without any design or manufacturing issue. That could lead to appearance issues on device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.